Event description:
It was reported that the device was used during a low anterior resection. The surgeon performed a double-stapling technique with a mechanically-created pursestring in the proximal colon. Care was taken to ensure the pursestring. The surgeon fired the stapler and removed it. He commented that the firing sequence did not feel normal, in that he did not notice usual crunch. He checked the instrument and found a complete distal donut with half proximal donut. He inspected the anastomosis and found the anterior aspect open and incomplete. Surgeon hand sutured to complete the case. There were no consequences to the patient.